Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is a burn mark on the forceps base. Probable cause: it is thought that the event was caused by the use of a high-frequency instrument without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: the event 7 is detectable and preventable by handling device in accordance with the following IFU. Chapter 3 preparation and inspection. Chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burn mark on the forceps base . There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d8 & h4.

Event description:
No addtional information received from customer.